Event description:
It was reported that the atrial lead exhibited 200 ohms impedance in the unipolar configuration. In january, 2005 the lead was programmed to unipolar after the bipolar impedance was less than 2oo ohms. The patient would return to clinic for evaluation.

Manufacturer narrative:
No medwatch form was received.